Manufacturer narrative:
Due to initial character limitation (e1) event site full name: (B)(6). Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had the device failed the self-test after power-on, displaying the error "electrical test failed, code #54." There was no patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported that the device displayed an error code "electrical safety test code #54" without any error code after power-on. On-site inspection of the fault and reconnection of the pressure sensor cable revealed normal operation. All device functions and safety indicators were tested, and all parameters met factory specifications. The fault was repaired.